Event description:
I had the essure devices inserted. I began having heavy bleeding and stabbing pain immediately. I had skin rashes, headaches, inflammation, pain, muscle weakness, horrible fatigue, heavy periods, and many other health issues after receiving these implants. Sex became so painful that I stopped dating and became reclusive. I had to have a full hysterectomy to remove the devices. Conceptus.